Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient states she was charging today and the paddle became extremely warm which has never happened in 6 years ever. Patient states they has had different ones since then but never had it feel that warm/hot. Pt states the charger is positional and just getting worn out. Pt states if moves one way goes from excellent to poor to nothing. Pt states will see call manufacturer that there is a problem. An email was sent to the repair department to replace the device. Pt states the last time she called here and had the same issue with connection we would send a controller. Agent reviewed that is related to the rtm and to monitor and call back if still having problem after being sent rtm.

Manufacturer narrative:
H3: the device 97755-s recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger antenna and stuck on checking the recharger screen/looking for device screen. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.